Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the liter flow doesn't light up.

Manufacturer narrative:
The device was evaluated by the returns department which found that the control panel is defective.

Event description:
Dealer states the liter flow doesn't light up.